Manufacturer narrative:
As no physical or picture sample, or valid lot number was provided for evaluation, by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined.

Manufacturer narrative:
Additional information: (d) updated device material # and lot details; added UDI (g) added 510(k). Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch: 1239263 is considered in compliance with our product specification requirements.

Event description:
No additional information.

Event description:
It was reported that the bd plastipak 10 ml medicine syringe had an issue with volumetric accuracy. The following information was provided by the initial reporter: braun syringe pump did not empty the syringe of medication completely. When the braun syringe pump alarms to indicate that the infusion has started, it appears that approximately 0.5 ml is missing from the syringe. We had to reset the pump several times so that more of the medicine could be administered, but eventually the pump indicated that the arm had reached its end position. There was still 0.4 ml left in the pump. We subsequently visited the medical technical department, who attempted to calibrate the pumps, but this did not help to empty the syringes completely; the same thing happened. We tried with a braun 10 ml syringe and did not encounter the problem. Consequences were avoided because action was taken.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.